Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device displayed error message code "open air discharge" at 100 joules. The error message was displayed with both paddles and the multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.